Event description:
It was reported that noise was observed on the right ventricular lead through remote transmission. On 10/13/2014, the asymptomatic patient presented for follow-up. The noise was determined to have resulted in an inhibition of pacing. Device reprogramming was performed. No patient symptoms were reported.